Event description:
It was reported that the patient's artificial urinary sphincter had fluid loss. The system was replaced with a 4.5 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Fluid loss was reported. The ams800 device was visually inspected and functionally tested. There was a leak in cuff 1 that was the result of wear at a fold. The pump, cuff 2 and balloon were not functionally tested due to the cuff 1 leak. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. A labeling review was performed and according to the 92116951, IFU, ams 800 male_us, there is no evidence that the device was used or handled improperly. No risk review required per cis product investigation wi, 92186855. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # 92186855). If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) had fluid loss. The entire aus system was removed and replaced with a new one.